Event description:
During the procedure, the surgeon lifted, cauterized, divided and removed the left fallopian tube using the halo pks cutting forceps (5mm/33cm - ref hacf0533). When he began attempting to remove the right fallopian tube using the device, the forcep jaws would not open. The device failed midway through the surgical procedure and was removed from the sterile field. No patient harm.